Event description:
The customer reported that falsely depressed sodium (na) results were obtained on the dimension exl with lm instrument and the results were not reported to the physician(s). The customer performed repeat testing to confirm the correct results; however, the customer did not provide siemens with the affected patients or result data. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
The customer reported that falsely depressed sodium (na) results were obtained on the dimension exl with lm instrument and the results were not reported to the physician(s). Siemens dispatched a customer service engineer (cse) to the customer site and noted that quality control (qc) recovered within acceptable lab range and calibrations were acceptable at the time of the event. The customer performed troubleshooting, which included running the integrated multi-sensor technology (imt) system clean, and a dilution check with a new bottle. The cse performed services, replaced the rotary valve tubing's, ran qc, and verified the results were within the acceptable ranges. The instrument was verified and operational, and the rotary valve tubing's was the potential cause of the falsely depressed sodium results. Siemens performed a follow-up, and the customer stated that there were no further issues with the qc. The instrument is operational, and no further evaluation is required.